Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According tot he reporter, the surgeon's hand was burned. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.